Event description:
I have type 1 diabetes and use an insulin pump integrated with a cgm (continuous glucose monitor). My insulin pump will increase or decrease how much insulin I need to regulate my blood glucose. This data that determines my dosage requirements come from glucose readings from the cgm. I use a dexcom g7 cgm that determines my blood sugar level from a sensor that is inserted under the skin of the back of my upper arm. This dexcom g7 cgm transmits my current blood glucose level directly to my tandem insulin pump, which tells the pump how much insulin to deliver. Inaccurate data from the cgm results in errors directing the pump to deliver the insulin needed to maintain a safe glucose level. Incorrect insulin dosing may result in catastrophic or even life-threatening consequences. The dexcom g7 has an even more serious issue. Several times daily this cgm completely loses its signal to my insulin pump, so that my pump receives no information at all and my pump loses the ability to know how much insulin to dose. Without the critical signal, the blood sugar can fluctuate wildly and the patient could easily go into hypoglycemia or hyperglycemia, either of which can lead to death. This is an incredibly flawed and dangerous medical device. A properly functioning cgm is critical to the life of someone with diabetes. I am now petrified of using the dexcom g7, especially overnight while sleeping. I am even considering stopping this piece of garbage altogether and just hope for the best, since I virtually have no cgm anyway.